Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an external device. The reason for call was patient stated he went to charge the implanted neurostimulator yesterday and it won't make a connection. Patient stated the recharger keeps showing a message to turn it or relocate the antenna. Patient stated the last time he charged the ins was about a month ago. Patient service specialist walked patient through antenna locate. Pt reported he was getting 70's. Patient services specialist (pss) instructed pt to initiate a charge to the ins and patient reported seeing por message but then was connected to the ins and recharging. Pss is going to call patient back in 1. 5 hours to clear the por message and help pt turn the ins back on. Charger won't connect to my scs implant. Patient report they need to get a replacement charger or something, patient states they need to get a new battery charger for my scs, and they've tried resetting the device. Pss made an outbound call to pt to clear the info por with pt programmer. Pt is able to turn stim on and he can feel stimulation. Pss suggested that pt charge the ins the rest of the way.